Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient's wife reported that the peg tube had grown stuck. On (B)(6) 2017, during a procedure with the gastroenterologist, the bumper was not visible during the scope. The doctor incised the insertion to make the bumper visible without success. A new scope will be planned with two doctors to get the bumper free, if there is no success, it will be surgically removed.